Event description:
Caller reported a malfunction on pump, specifically malf 12, but no notable events occurred prior to it. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted caller with resetting pump. After reset, malfunction did not recur, and customer was advised to contact support again if issue reappears. Caller understood instructions and was able to continue using pump.